Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06479 it was reported that guide wire entrapment occurred. The target lesion was located in the carotid artery. After a 190cm filterwire ez crossed the lesion, an 8x21mm, 5f,135cm carotid wallstent was advanced to treat the lesion. However, during removal of the filterwire ez, the device became stuck in the monorail port of the carotid wallstent. The filterwire ez, was then removed from the stent delivery system (sds) by using an ez bent tip retrieval sheath and the sds was also removed from the patient. The procedure was then completed. The stent was implanted fine with no damage noted. No patient complications were reported and the patient's status was fine.